Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: we have had problems this week as the blood has coagulated in the citrate tubes. It has taken place on three different patients, the tubes have been properly mixed and have been taken by experienced samplers. In two of the patients, the sample was taken again and even then the blood coagulated.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-15. Investigation summary : bd received 360 unopened customer returns for investigation. The customer samples were evaluated along with 200 retention samples of the incident lot selected from bd inventory. In addition, bd received samples from another customer of the same lot which were analyzed for clotting clinically along with retention samples. Unopened customer returns and retention sample testing: the 200 retained tubes from this lot number were inspected and no tubes with insufficient additive were identified. 30 returned samples were analysed for citrate content; all were found to be within specification. Retention samples tested clinically: analytical testing and visual inspection of the retained and control tubes was satisfactory. The defect was not evident in the testing of the retained lot samples. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance. Customer returned samples from the same lot(different customer) tested clinically: testing of the same lot from a different complaint included samples returned from that customer. In this case, the complaint of clotting was confirmed in tubes returned from that customer site. This complaint can therefore be confirmed with respect to clotting based on the return sample testing from a previous complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint can be confirmed for clotting, however, it cannot be confirmed for additive abnormality based on the testing performed. Bd was not able to identify a root cause for the indicated failure mode. A complaint history review did not indicate a confirmed trend. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: we have had problems this week as the blood has coagulated in the citrate tubes. It has taken place on three different patients, the tubes have been properly mixed and have been taken by experienced samplers. In two of the patients, the sample was taken again and even then the blood coagulated.